Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n292474, implanted: (B)(6) 2011, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the when patient went through security over a year ago, the security gate turned off their device and patient had to take oral medication to address their symptoms. It was noted that the physician did something ¿to get it working again.¿ the pump system was delivering morphine. Additional information has been requested, but was not available as of the date of this report.